Manufacturer narrative:
The case was processed now, because the missing data were transmitted on 31 august 2021.

Event description:
No osseointegrated (dental implant). The placement date is not known.